Event description:
Per echo cr-t adverse event report, non-capture of this lead was noted and a cxr was performed. Lead dislodgement was noted. A lead revision has been scheduled for (B)(6) 2010 and the lv lead has been programmed off until the surgery. Should add'l info become available, this event will be updated. On (B)(6) 2010 - the pt had a revision on (B)(6) 2010 and a new corox otw-s 75-bp, (B)(4) was implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompany this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.